Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline could not be released from the capture coil despite torquing of the pusher and manipulation of the catheter. The position for delivery was compromised when the pipeline released from the capture coil too proximally from the target; therefore, the device was removed from the patient and discarded. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).